Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a faulty image, an empty battery, and noise caused by video connector fatigue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera video system center has an image defect. There were no reports of patient harm.